Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735786, lot number, unknown. Product ID: 9735999, lot number: 0010270127. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the screen had gone black during the case. This occurred after registering the patient. It is unclear if the system's power button was illuminated. Site proceeded with the case without navigation. Hey pulled up a 2d view of the scan on a laptop so the surgeon could view the anatomy during the case. There was a reported delay of less than one hour. There is no known impact on patient outcome.